Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had back flow from the fill port. This issue was discovered after filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the device was manufactured from april 1, 2022 - april 4, 2022. H10: the actual device was not available; however, a video of the sample was provided for evaluation. The video was visually inspected and showed evidence of leak at the solvent-bonded junction of tubing and stressmember. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause of the leak at the solvent-bonded junction of tubing and stressmember may likely be related to a manufacturing assembly error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.